Manufacturer narrative:
A system log review was not performed because there was no specific event date available. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient of unknown age underwent an ion biopsy without intraprocedural complications. Post procedure, an air embolism was diagnosed by imaging on work up of an unspecified neurologic issue. All symptoms resolved and the patient was discharged home. There was no malfunction of the ion system, instruments, or accessories. The source of the air embolism was unclear. Based on the available data it is possible the air embolism was procedure related but there is no compelling evidence the event was caused by the ion system, instruments or accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. In another multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a stroke. The patient woke up with an unexplainable, unspecified neurological issue. Imaging showed intracortical air on head CT scan and MRI with ischemic changes in the frontal area. The radiologist's opinion was that the neurological event was related to the lung biopsy procedure; however, there was no major bleeding or patient hypoxia and the pulmonologist did not think that was a possibility. The clinicians were unsure if it could be related to a peripheral IV. The patient¿s symptoms all reversed at an unspecified time later and the patient was discharged home in stable condition. There was no report of any issues during the procedure or malfunction of any ion system, instrument, or accessory.